Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The reported phenomenon could not be reproduced at olympus service operation repair center (sorc). The manufacturing record was reviewed and found no irregularities. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to the malfunction of the equipment connected with the subject device such as the endoscope, the endoscope cable, or the light source when the event occurred. In addition, the user stated that "maj-843 (endoscope cable) was exchanged" according to the event description. However, the combination of maj-843 with the subject device is not appropriate due to the specifications of cv-190. Therefore, there is a possibility that the combination of these two devices caused the reported phenomenon.

Manufacturer narrative:
The evaluation of the device by (B)(4) confirmed the followings; the power switch was damaged. There was dust inside the device and on the socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the monitor displayed color bars with an error code. The user replaced a videoscope cable maj-843 but the the error was not resolved. After this report, olympus inspected the device at the service department of olympus europa (B)(4) but this problem was not reproduced. There was no report of patient injury associated with this event.